Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the avea ventilator was alarming circuit occlusion, safety valve open, high peak pressure and low minute volume (ve). The device passes the leak test but fails the exhalation transducer test. The customer report no patient involvement or harm/injury.